Manufacturer narrative:
Technical support (ts) performed, troubleshooting over the phone to determine, inactive keypad. Ts suggested to return unit for service repair. A serial number was not provided. Therefore, a review of the device history record cannot be performed. H3 other text: over the phone troubleshooting.

Event description:
It was reported, that the device has keypad issues. The keys have become inactive. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Device will not be returned.

Event description:
It was reported that the device has keypad issuelems. The keys have become inactive. No additional information was provided. There was no patient involvement.